Event description:
It was reported that the patient had an inappropriate shock due to oversensing of noise. Technical services discussed some programming options. Years later, the electrode was explanted and returned. There were no known additional adverse patient effects. Analysis found a fracture. This report will provide information regarding product analysis.

Manufacturer narrative:
This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified sharp curves in the electrode body in the regions approximately 35mm from the terminal pin. Resistance testing found the electrode was not electrically continuous. Via x-ray, a fracture was observed at the sense a conductor in and around the area approximately 35mm from the terminal pin. The fracture characteristics appeared consistent with cyclic fatigue. Analysis has determined that in certain tight bend conditions of the s-ICD lead, highly localized stresses are created that, when exposed to repeated movement, may lead to a fatigue fracture.